Event description:
It was reported during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the subject device would not deploy in the correct orientation from the scope. The procedure was completed using a competitor device. There were no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection; therefore, the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Therefore, the most probable cause is cause not established. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.